Event description:
It was reported that a patient who underwent a hydrogel placement experienced a serious systole. During the procedure the patient experienced 10 seconds of ventricular standstill which resolved spontaneously. The patient was kept in the hospital overnight for observation. Cardiology reviewed the overnight telemetry, which showed intermittent wenckebach atrial tachycardia and a prolonged pr interval (first-degree av block). The patient remained asymptomatic and has no history of presyncope or syncope. The patient has a history of severe coronary artery calcification and moderate calcific aortic stenosis and is under regular surveillance by a cardiologist. The device remains implanted, and the patient was discharged after his condition was stabilized.

Manufacturer narrative:
Block h6: patient code e060101 is being used to capture the reportable event of asystole. Patient code e060106 is being used to capture the reportable event of heart block.